Event description:
It was reported that a (B)(4) type ii pt developed purpura (and significant erythema) of the upper cheek/malar area after being treated for distinct vessels and flushing of top of nose & cheeks with a wrong bbl filter. A 560 nm filter should have been used for this vascular application as instructed in the operator manual instead of 515 nm filter.

Manufacturer narrative:
A wrong bbl filter was mistakenly used on a pt. The physician used a 515 nm bbl filter to treat vessels instead of using a 560 nm bbl filter as instructed in the operator manual. No malfunction of this device was reported with this event. The physician's office received clinical training from sciton's clinical staff and no further adverse events have been reported since this training.